Event description:
Surgeon was performing an open reduction internal fixation of the p2 right ring finger when the synthes modular hand set drill bit 0.76 x 8 mm - 316.288 - broke off in the pt's bone approximately 6 mm. The info was disclosed to the family by the surgeon.